Manufacturer narrative:
The patient's existing precice nail was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine and has fully recovered. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
A distributor reported that after approximately one (1) month after implantation, a patient's precice nail allegedly appeared to not lengthen.

Manufacturer narrative:
The device was returned and evaluated. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications and acceptable parameters. The patient may have experienced premature consolidation of their bone. This may have resulted in a higher amount of force being exerted on the internal components of the device during the lengthening sessions.